Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8266747; medical device expiration date: 2023-09-30; device manufacture date: 2018-09-23. Medical device lot #: 8325562; medical device expiration date: 2023-11-30; device manufacture date: 2018-11-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter: material no: 328447 batch no: 8266747. It was reported that the lines on the barrel of the 0.5 bd insulin syringe did not seem right. Verbatim: I was notified by one of my staff that the lines on the barrel of the 0.5 bd insulin syringe did not seem right. She grabbed another syringe to compare and the lines were indeed off, the affected syringe was about .5mm lower than the comparison syringe. The syringes were from different lots, and the stock supply on the unit contained multiple lots, so I notified supply chain who removed the syringes.

Manufacturer narrative:
Investigation: customer returned (39) 0.5ml, 31g x 6mm bd safetyglide insulin syringes: 20 samples were from lot # 8325562, and 19 samples were from lot # 8266747. Consumer reported that the lines on the barrel of the 0.5 bd insulin syringe did not seem right. Consumer added that the affected syringe was about .5mm lower than the comparison syringe. All 40 returned samples were examined and the following was observed: all 20 samples from lot # 8325562 were in sealed packaging (unused). 15 samples from lot # 8266747 were in sealed packaging (unused). 4 samples from lot # 8266747 were in unsealed packaging (used). All 4 used samples from lot # 8266747 were tested using a 0.5ml syringe plug gauge: 3 of the samples did not fall within the plug gauge spec. Out of the 35 remaining sealed (unused) samples, 30 were randomly selected for testing using the 0.5ml plug gauge: 16 samples fell within the plug gauge spec, and 14 did not. A review of the device history record was completed for batch# 8266747. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8325562. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for blank barrels. The 32 samples returned were noted to have ¿failed plug gauge¿. A plug gauge is used to measure a high or low printed zero line as this could result in an over or under dosage. Volumetric accuracy by direct weight (tp700119 rev 17) was performed on all 32 samples returned. The weight is measured at the 20-unit (0.1881-0.2110) and the 50-unit (0.4739 ¿ 0.5238) scale lines. All 32 samples were within the specified weight limits for the 0.5ml product and meets the performance specifications.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter: material no: 328447, batch no: 8266747. It was reported that the lines on the barrel of the 0.5 bd insulin syringe did not seem right. Verbatim: I was notified by one of my staff that the lines on the barrel of the 0.5 bd insulin syringe did not seem right. She grabbed another syringe to compare and the lines were indeed off, the affected syringe was about .5mm lower than the comparison syringe. The syringes were from different lots, and the stock supply on the unit contained multiple lots so I notified supply chain who removed the syringes.